Event description:
It was reported that there was a loss of stimulation and loss of therapeutic effect. The patient related having fallen numerous times over the past half year and related losing stimulation in the right leg approximately one month and a half to two months ago. An impedance check was performed on his leads, which revealed that contacts, 3, 5 and 6 were out of range. It was noted that the patient¿s current programming configuration used contact 3. The manufacturing representative was able to restore stimulation and therapy to his right leg by using other contacts on the lead. The patient was alive with no injury and was now doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturing representative (rep) was supposed to meet with someone yesterday, but had to cancel the appointment. There were plans to meet next week sometime.